Event description:
Original result for a troponin t run on pt sample was 0.27ng/ml. When repeated, the result was >0.01 ng/ml. The field service rep found that the sample contained a fibrin clot, but the instrument did not indicate a clot was detected. He repaired the instrument by adjusting the s/r probe.